Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2 and h11. Corrected data: the patient injury was a "right groin inguinal seroma" and not a "right groin inguinal hernia" as reported on the initial MDR.

Event description:
A patient in a study underwent a da vinci-assisted benign hysterectomy surgical procedure. Eight days post-operatively, the patient returned with a right groin inguinal hernia. The seroma formed twice - it was aspirated that same day for 100 ml of fluid and again eight days later for 30ml of fluid. The punctures / drainages were done ambulant; no re-hospitalizations were required. No further fluid accumulation occurred. The event was recorded as resolved 47 days later. The index procedure was completed without intra-operative complications; there was no reports of a da vinci device malfunction during the procedure. The patient was discharged five days after the index procedure. The study investigator reported the event as mild severity, not a serious adverse event (sae), a clavien-dindo grade iiia, having a causal relationship to the study procedure, but not related to the investigational device, not related to a third-party device.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height - 163 cm., body mass index (bmi) - 35.8 kg/m2.